Event description:
It was reported to philips that the device displays system failure message. The device was reported to be in clinical use at the time, but the information given by the initial reporter does not indicate patient involvement. No adverse event to patient or user was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.